Event description:
Meter name: ot profile, strip name: one touch, meter code: unknown, strip code: unknown. Strip storage: unknown, symptoms: frequent urination. A patient reported they were unable to test. Their meter allegedly was missing segments. The result on their meter was unknown. There were no other tests or comparisons. No treatment, called physician. No further information has been reported.